Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-94 alarm. The alarm was caused by a depleted main battery. The battery was replaced to fix the reported problem. The pump passes the battery test and all other tests; the pump was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.